Event description:
It was reported that there were increased or high thresholds and a lead dislodgement in the right ventricular lead. Device reprogramming was done and the lead remains in use. The patient was reported to be enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-58 implantable pacing lead (B)(6) 2011; 419588 implantable pacing lead (B)(6) 2011. (B)(4).